Manufacturer narrative:
Following our receipt of the one used sensor and performed visual inspected and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor failed per specifications due to high readings. Also, failed eis 1024 hz with low readings. See attached file for results. Placed on the microscope and found the delamination damage (reference and working electrode) and cracks on the gold trace. In summary, the customer complaints of unexpected sensor alarms were confirmed during the bicarbonate buffer testing with high isig readings and low eis 1024 hz, found damaged sensor as seen under the microscope. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose discrepancy and the insulin delivery was not suspended due to sensor glucose (sg) vs. Blood glucose (bg) difference. There was no communication between the mobile app and carelink and no communication between the pump and the mobile application. The customer reported a blood glucose value of 282 mg/dl. The customer reported hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-342g, mmt-1884, mmt-6101, mmt-7040a, mmt-431ag. Troubleshooting was performed and the customer didn't take medication such as acetaminophen, paracetamol, or hydroxyurea (also known as hydroxycarbamide). The sensor glucose reading was 79 mg/dl and the blood glucose was 282 mg/dl and the difference between sensor glucose vs. Blood glucose was more than 30%. Troubleshooting was performed for "loss of connection between pump and mobile device" and unpairing and repairing the pump and mobile device resolved the issue. The customer was facing a carelink upload issue and the issue was resolved after deleting and reinstalling the app. No further patient complications were reported. No product return is required for mmt-342g. No product return is required for mmt-1884. No product return is required for mmt-6101. Mmt-7040a was requested and the customer response was the device will be returned. No product return is required for mmt-431ag.